Event description:
As reported by the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, post deployment of a 23mm sapien valve, the patient developed heart block. Once pacing was stopped it was noticed that the patient had no underlying intrinsic heart rate and the pacer was reconnected and turned to a rate of 80 bpm. It was decided by the team to implant a permanent pacemaker. Following the procedure the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after transcatheter aortic valve replacement (tavr). Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the root cause for the event cannot be confirmed. It is likely that procedural factors and the patient's underlying cardiac pathology (coronary artery disease, congestive heart failure, hypertension, atrial fibrillation and valvular heart disease) contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint history for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.